Manufacturer narrative:
Additional device information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The biomedical engineer (bme) reported that the display for the central nurse's station (cns) shut off unexpectedly. The customer stated that the display has a constant message for "no video input." The customer stated that the monitor does have power to it as the display backlight does light up, and there is the message displayed. The customer stated that there is only one display connected to the cns via the dvi port. The customer was able to find a vga cable to attempt to connect the vga port to the display; however, the no video out problem was still present. They later found that the main power switch on the cns had been mistakenly powered off and had been overlooked at the time. When it was turned on, the issue was resolved. No patient harm reported.